Manufacturer narrative:
Philps has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not start, and the computer screen was blue. Fse checked and confirmed the reported issue. Upon troubleshooting, fse identified that the computer displays a blue screen. Review of the system log files showed ¿malfunctioning frontal ip-pc¿, starting at 16:38:14. Fse restored the software from the backup copy. After restored from the backup copy, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device would not start - the computer screen was blue. The issue was found during clinical use. No harm has been reported to philips.